Manufacturer narrative:
(B)(4).

Event description:
No data was provided for evaluation. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced seizure with loss of consciousness and injury to the forehead. The cgm was reading 52 mg/dl and the blood glucose was not checked because the patient does not have a glucometer. The patient stated that they did not hear the alert on the cgm when the reading was low. Their low alert setting is set to 70 mg/dl. A family member treated the patient with orange juice and "glucose tab" and he recovered after treatment. At the time of the report, the patient was stable. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.